Manufacturer narrative:
An investigation was successfully completed. The device history records were reviewed, and no issues were identified, and no corrective actions are necessary at this time. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.

Event description:
It was reported a cmf plate was identified as fractured. It was removed and replaced.